Manufacturer narrative:
Updated fields: b4, d9 (device available for eval?, return to manufacture date), e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. A getinge field service engineer (fse) stated a confirmed complaint that unable to physically attach the trainer. To resolve the issue fse replaced front end board. This corrected the issue. Consumed cardiosave schedule b screw kit. Replaced safety disk, tidal volume disk, and both li-ion batteries per latest service manual. The device passed functional and safety tests according to factory specifications. The device was returned to the customer and cleared for clinical use. There was no patient involved. The failure analysis and testing department inspected a front-end board and noticed that the trainer output connector was broken. No further test can be done due to the broken connector. Retained the front-end board in the failure analysis and testing department per procedure 0002-07-d008 rev al. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to define.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) trainer would not work. There was no patient involvement.